Event description:
Patient with history of right foot pain and adult-acquired flat foot right ankle equinus, right pes planus with talonavicular joint arthritis. Procedure for right foot talonavicular joint fusion with two screws due to severity of subluxation with some mild degeneration at talonavicular joint. Percutaneous achilles tendon lengthening and application of posterior splint also completed. Posterior tibial tendon rupture. X-ray showed smaller of the two screws to be broken with some loss of correction and nonunion. Proximal portion of broken screw removed and distal portion left in the talus. Surgeon revised patient with another plate and screws.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.